Event description:
End-user's husband reports red raw skin 360 degrees around the stoma located under wafer's mass, which began approximately three (3) months ago.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported end-user's skin is cleansed as follows: warm water and soap; dries; applies no-sting barrier wipes; stomahesive powder; adapt paste and then applies one (1) piece of the appliance. End-user's husband was educated in crusting techniques by using stomahesive powder first and then the no-sting akin protective barriers. Samples of the following products were sent to end-user: precut convex 1 pc appliance; eakin cohesive seals, and no-sting barrier wipes. Lastly, end-user's husband was advised to notify convatec with any questions and/or concerns. An investigation was conducted on 12/04/2013 based on review of the batch record for the lot # identified in this case, and results showed that the product was manufactured according to the quality system and approved procedures in place at the time of manufactured and packaging. The batch recorded review found no objective evident of deviations, non conformances or discrepancies related to the complaint issue reported. Adverse event monitoring will continue to be performed.